Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified lesion in the mid right coronary artery (rca). After pre-dilatation was performed with a 1.5 x 8 mm trek balloon, the 2.5 x 38 mm xience prime was advanced; however, resistance was met with the calcification and during maneuvering of the device, the stent dislodged. The dislodged stent did not move in the mid-rca and was successfully removed from the patient using a snare device. The stent became damaged due to the snaring. The lesion was treated successfully with a same size xience prime stent. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): continuing to advance against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience prime stent delivery system (sds) noted the stent implant was dislodged from the balloon, thus confirming the complaint. However, there were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. It is likely that the stent implant became disrupted on the balloon and subsequently dislodged as a result of the maneuvering against resistance. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for the reported lot revealed there has been no other incidents for stent dislodgement for this lot. There is no indication of a product quality deficiency.